Manufacturer narrative:
Three devices of batch number 52208017 received for investigation. Test and analysis equipment used: aesculap rf- generator "gn 200", serial no. (B)(4). Microscope "keyence- vhx 5000." Digital-camera "(B)(4)." Fluke trms- multimeter, td no. (B)(4). Aesculap test box caiman 5 / 12. Power supply 24v / 1000 ma dc. Visible inspection of the jaws was completed. Except for the soiling, there were no abnormities (such as burned or charred peek) present. Mechanical function was tested. The clamping and the cutting function worked well. Each instrument was connected to an rf- generator "gn 200", serial no.(B)(4) to test the electrical function: instrument 1: test step: generator announcement: result: activation with open jaw, "regrasp open", o.k. Activation with wet tissue, "sealing", o.k. Activation with closed jaw, "regrasp short" , false., activation with tin-foil in jaw n.a., n.a. Instrument 2: test step: generator announcement: result: activation with open jaw, "regrasp open", o.k. Activation with wet tissue, "sealing", o.k. Activation with closed jaw, "regrasp short", false. Activation with tin-foil in jaw, n.a., n.a. Instrument 3: test step: generator announcement: result: activation with open jaw, "regrasp open", o.k. Activation with wet tissue, "sealing", o.k. Activation with closed jaw, "regrasp open", false. Activation with tin-foil in jaw, "regrasp short", n.a. Instrument 3 exhibits no functional deviation. The "regrasp short" error message during activation with he closed and empty jaw (without any tissue) means that there is a contact between the upper and lower jaw. This is not correct. At this stage, the generator must announce "regrasp open", indicating no contact between the upper and lower jaw. The resistance of the system was checked. Therefore, the jaws were cleaned with hydrogen peroxide. The instrument was connected to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on the load operation. The results of this test are: instrument 1: resistance on lad operation 1 a: 2.75 ohm. Instrument 2: resistance on lad operation 1 a: 2.30 ohm. Instrument 3: resistance on lad operation 1 a: 2.15 ohm. The upper limit of the resistance of the complete instrument is 4.0 ohm. The determined values are within specification. Instruments were decontaminated for the remainder of the investigation to be performed. To find out the root cause of the short in the jaw of instrument 1 and 2, a microscopic inspection of the jaw was completed. Melting points were noted on the surfaces of the lower and the upper jaws. Such pits are indications of shorts, caused by staples or faulty insulation in the instrument. Next we investigated the status of the dissection clip (insulation between the lower and the upper jaw). The tongues of the clip were found to be deformed / squeezed. The jaw of instrument 3 exhibits no defects. The manufacturing documents have been reviewed and found to be according to specification valid during the time of production. The root cause is production related and can be traced back to the dissection clip. During design control, several tests were performed, however, this type of failure was not recognized. The root cause is most likely manufacturing related. A CAPA has been initiated (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). Regrasp was short.